Event description:
It was reported that patient was revised from competitor's product to biomet metal on metal system on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2011, due to possible alval. The acetabular cup and modular head were removed and replaced. However, results of the histological tests did not support alval diagnosis.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." This is MDR one of two (1825034-2011-00640 through 00641) for this event. (B)(4).